Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) of 580 mg/dl. The customer was treated with intravenous fluids of insulin and saline to address bg. The customer was released later the same day with the issue resolved and no permanent damage. Reportedly, the customer received an incomplete bolus alert as they had not completed a bolus request. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.